Event description:
Initial reporter indicated that their handheld computer screen would "freeze" on the interrogation successful screen. A flashcard reinsertion did not resolve the issue. The handheld computer contained 7.1 programming software. The handheld computer and software are at manufacturer pending completion of product analysis.